Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. The distal conductor of the lead became extrinsically fractured due to over-rotation. The exposed superior vena cava defibrillation coil was melted. The outer insulation of the lead was extrinsically breached due to melting. The analyst noted that the proximal conductor was fractured in the cast zone at 55.8 cm from the connector pin. This device was included in a field action, and product analysis found that the device did perform as described in the field action. Concomitant medical products: 0185 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged that the patient "was implanted with a [lead], and suffered physical and other injury as a result of the recalled lead." The patient also "experienced inappropriate and/or excessive shocking, fracture, or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." The patient "has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed." No alarm tone sounded. It is also alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." The lawsuit alleged that the lead was fractured and explanted. No further patient complications were reported as a result of this event.